Event description:
The device was used during a laparoscopy procedure. Reportedly, the tension was not there when the surgeon deployed the bag and the bag separated from the wire. The trocar incision site was increased to remove the kidney.